Event description:
It was reported that during the implant procedure, the helix would not extend after repositioning over 20 times. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) helix distorted/bent. The helix will not extend and retract properly due to being slightly compressed from being over-retracted. There is a large amount of blood observed in the sleeve head. Blood/body fluid was observed in the distal conductor. Lead damaged at implant. The full lead was returned and analyzed.